Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed from the error logs that several system components showed communication failure during startup and shutdown. The philips field service engineer (fse) inspected the system onsite and replaced a kit ethernet switch to restore communication between system components. The ethernet switch was returned for analysis and results indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.